Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip was damaged and forward firing occurred. The procedure was completed with another fiber. There were no patient complications.